Event description:
The customer reported that the system is showing a speaker malfunction. Sound was not confirmed. The device was not in use on a patient at the time of event, there was no adverse event reported.